Event description:
As reported by an edwards lifesciences field clinical specialist, patient had presented with a 23mm non-ew valve with severe aortic insufficiency and was an urgent case. A 23mm sapien 3 ultra resilia (s3ur) valve was implanted into the preexisting non-ew valve and landed 90/10 (aortic: ventricular) with no leak per tte. Bioprosthetic valve fracture was not performed. Catheter gradient measured 3mmhg. The valve was under expanded; the preexisting non-ew valve measurement was 340mm2. Per the account, the patient had rising gradients in the days following the implant and the valve appeared to have "pin wheeling" and central leak. The leaflets appeared to be "twisting" at their coaptation point per physician. Imagery from post operative day 3 was provided by the site and reviewed by ew proctor/imagery. The following observations were made: central regurgitation was observed. The leaflets appeared thickened, and some small strands appeared to be attached to the anterior leaflet side with independent motion. The leaflets appeared to have limited motion, and the valve was probably stenotic. Per the medical record was received, the patient underwent transfemoral valve-in-valve successfully using a 23mm s3ur valve within the existing 23mm non-ew valve. Post-procedural echocardiography showed appropriate valve positioning, no significant aortic insufficiency, and a mean gradient of 3.6 mmhg. However, elevated left ventricular end-diastolic pressure (lvedp) was noted, consistent with acute diastolic heart failure. No further dilation was performed, and there was no evidence of surgical valve fracture. Subsequent imaging revealed progressive dysfunction of the new valve. A transesophageal echocardiogram (tee) two days post implant demonstrated severe aortic stenosis (as), and a transthoracic echocardiogram (tte) 3 days post implant confirmed abnormal valve function with a mean gradient of 34 mmhg, an aortic valve area (ava) by velocity time integral (vti) of 0.63 cm2, and moderate central regurgitation. The patient expired 7 days post implant following transition to comfort care due to poor prognosis from failed valve-in-valve tavr, resulting in cardiogenic shock and multiorgan failure.

Manufacturer narrative:
Investigation is ongoing.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information based on the engineer evaluation. The following sections of this report have been updated: additional code added to h6 component codes, additional code added to h6 device codes, additional codes added to h6 type of investigation, corrected h6 investigation findings, and corrected h6 investigation conclusions. The events reported are anticipated in the risk management documentation for transcatheter heart valve procedures. Additional assessment of the failure modes is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Imagery was provided and reviewed by (B)(4). The following observations were made: central regurgitation was observed. The leaflets appeared thickened, and some small strands appeared to be attached to the anterior leaflet side with independent motion. The leaflets appeared to have limited motion, and the valve was probably stenotic. The instructions for use (IFU), and training manuals have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The sapien 3 ultra resilia thickened valve leaflets, stenosis, central regurgitation, leaflet motion restriction and subsequent patient death were confirmed. During the manufacturing process, all sapien 3 ultra resilia valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. Hypoattenuated leaflet thickening (halt) may be caused by several patient-related factors including early valve deterioration (svd) (e.g. Stenosis/calcification/regurgitation/increased gradient), non-structural dysfunction (e.g. Pannus), or thrombosis (formation of blood clots on the valve). Due to limited information, a definitive root cause was unable to be determined at this time. Regurgitation with restricted leaflet motion develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration, including calcification, non-calcific degeneration, leaflet thickening or fibrosis, or a combination of these. In this case, thickened leaflet/halt and unknown attached strand were observed from the imagery. Thickened leaflet/halt and unknown attached strands may interfere with the functionality of the device by restricting leaflet motion and leading to abnormal coaptation with regurgitation. In addition, the reported pinwheeling of the valve leaflets suggests under-expansion of the valve at deployment. An under-expanded valve can result in suboptimal leaflet coaptation, leading to restricted leaflet motion and central aortic regurgitation, as observed. As such, available information suggests that patient factors (thickened leaflet, unknown attached strand) and/or procedural factors (under-expanded thv) may have contributed to the central regurgitation and leaflet motion restriction. However, a definitive root cause is unable to be determined. Per the instruction for use (IFU), valve stenosis is a potential risk associated with bioprosthetic heart valves. Per the valve academic research consortium (varc), valve stenosis can result from a number of factors, including pannus, calcification, support structure deformation (out-of-round configuration), trauma (cardia-pulmonary resuscitation, blunt chest trauma), endocarditis, prosthetic valve thrombosis, and native leaflet prolapse impeding prosthetic leaflet motion. Valve stenosis may result in symptoms such as shortness of breath and decreased exercise tolerance, which may be accompanied by an increased gradient across the valve. This could be due to early calcification of the leaflets, host tissue overgrowth or in rare cases, a non-functioning leaflet. Calcification is a well-recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. Stenosis of an implanted valve may be a manifestation of structural valve deterioration (svd). This term refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on severity it could be an indication for valve replacement or medical intervention. In this case, thickened leaflet and unknown attached strand were observed from the imagery. Thickened leaflet/halt may reduce the eoa (effective orifice area) of valve, and abnormal coaptation with narrow opening (stenosis). The unknown attached strand could affect the hemodynamic of blood flow, leading to suboptimal leaflets opening or narrow opening (stenosis). In addition, the implanted valve with pinwheeling appearance of the valve leaflets indicated valve under-expansion, which could also lead to the suboptimal valve leaflets coaptation with narrow opening (stenosis). As such, available information suggests that patient factors (thickened leaflet, unknown attached strand) and/or procedural factors (under-expanded thv) may have contributed to the stenosis. However, a definitive root cause is unable to be determined. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.